Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in battery percentage from 66% to 14% in approximately three months. Data analysis revealed the battery appeared to be depleting earlier than expected and replacement was recommended. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Manufacturer narrative:
(B)(4). This device has not been returned for analysis. This report will be updated following completion of analysis should the device be returned or if additional information becomes available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in battery percentage from 66% to 14% in approximately three months. Data analysis revealed the battery appeared to be depleting earlier than expected and replacement was recommended. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.